Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical devices: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial# (B)(4), (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer's representative and consumer reported that when attempting to do a group impedance check on (B)(6) 2015, the patient reported a shock. The manufacturer's representative thought that the patient was overly dramatic and didn't think it was a real issue. No group impedances were available. Additional information received from the manufacturer's representative reported the battery was replaced and repositioned. The patient had not reported any more shocking. Relevant medical history included multiple back operations and spinal pain.